Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hal software error detected. The customer blood glucose level was unknown. The customer did not want to go for troubleshooting. Customer stated that they cannot cleared the alarm since insulin pump deleted the record and just keep on flashing. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display, flashing display, unexpected battery stop or battery error noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, hal software error detected and the main arm cannot communicate with the motor arm alarm found in the device history due to software error. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.